Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso). Additionally, the inspection found that the latch/lock sensor is defective. Replace the dso seal and the latch/lock sensor. Performed calibration. Performed performance verification tests (pvt). Updated software. Unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device, customer concern confirmed, additionally, the investigation found defective latch/lock sensor. It was reported that there was dso delamination. The event occurred during testing.